Event description:
It was reported that "broken craniotome attachment, is not possible to fit a tool into this attachment, amortisation sign on attachment." It was reported that there was no patient involvement. On follow up, it was reported that the malfunction was identified prior to procedure. It was also reported that the bearings and shaft were worn which caused the user to push the tool continuously and caused a hole on top of the attachment. It was also noted that both the attachment and tool were discarded. It was confirmed there was no patient or staff impact.

Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was discarded. There is insufficient information to determine the extent of the damage to the attachment. Previous investigation performed under (B)(4) determined that the likely causes are debris in the motor collet and improper insertion of the tool. The user manual contains the following warning ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing, or damaged.¿ additional warning indicates ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ in addition, ¿a tactile and audible click will be observed when attachment is fully seated. Tactile feedback is felt when the dissecting tool is fully seated. Turn the tool locking ring to the ¿lock¿ position. Verify that the tool is in place by gently pulling on the tool.¿ we will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.